Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report that light was emitted but operation was not possible. Upon inspection and testing of the returned device, it was found that ac power inlet was burned. This report is submitted due to the ac power inlet burned. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the ac power inlet was burnt. In addition, the evaluation found the light guide connector was worn and normal optical filter burn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the event occurred due to fixation of the filter turret and the mesh turret. It was also likely due to the normal deterioration caused by long-term use. No further information was available to identify the root cause. Olympus will continue to monitor field performance for this device.